Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic gastric bypass, the seal of the device was damaged and had air or gas leaked. While the surgeon was utilizing the port with hook they experienced some difficulty in trying to create an opening in the stomach. The device was remove and introduced a regular grasper, when exchanging there was an audible "pop" and shortly there was a leak noticed. The original hub was replaced with a cannula only 12mm hub but there was still a leak so they opened another cannula and replaced the hub as well. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.